Event description:
Allergen aesthetics received a report of a patient treated with coolsculpting to the left back bra roll on (B)(6) 2017 using the cooladvantage applicator, to the right back bra roll on (B)(6) 2017 using the cooladvantage applicator, to the bilateral upper abdomen on (B)(6) 2017 using the cooladvantage applicator, to the left lower abdomen on (B)(6) 2017 using the coolmax applicator, to the right back bra roll on (B)(6) 2017 using the cooladvantage applicator, to the bilateral upper abdomen on (B)(6) 2018 using the cooladvantage applicator, and to the right lower abdomen on (B)(6) 2018 using the coolmax applicator who developed paradoxical hyperplasia (pah/ph) in (B)(6) 2017 for the back bra roll region and in (B)(6) 2018 for the upper/lower abdomen. Following treatment, the treated areas developed visible enlargement. On (B)(6) 2018 the patient was assessed by a physician who diagnosed the bilateral upper abdomen, bilateral lower abdomen, and bilateral upper flanks/ back bra roll with paradoxical adipose hyperplasia.

Manufacturer narrative:
Corrected data d1 - brand name.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. The MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction. This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergen aesthetics received a report of a patient treated with coolsculpting to the left back bra roll on (B)(6) 2017 using the cooladvantage applicator, to the right back bra roll on (B)(6) 2017 using the cooladvantage applicator, to the bilateral upper abdomen on (B)(6) 2017 using the cooladvantage applicator, to the left lower abdomen on (B)(6) 2017 using the coolmax applicator, to the right back bra roll on (B)(6) 2017 using the cooladvantage applicator, to the bilateral upper abdomen on (B)(6) 2018 using the cooladvantage applicator, and to the right lower abdomen on (B)(6) 2018 using the coolmax applicator who developed paradoxical hyperplasia (pah/ph) in (B)(6) of 2017 for the back bra roll region and in (B)(6) of 2018 for the upper/lower abdomen. Following treatment, the treated areas developed visible enlargement. On (B)(6) 2018 the patient was assessed by a physician who diagnosed the bilateral upper abdomen, bilateral lower abdomen, and bilateral upper flanks/ back bra roll with paradoxical adipose hyperplasia.